Manufacturer narrative:
Complaint conclusion: as reported, when everything was removed after deployment of a 5f mynxgrip vascular closure device (vcd), the patient started bleeding and a hematoma began to form. It was also stated that the patient¿s vessel was borderline, almost too small. There was no reported patient injury. The mynx vcd was used in a diagnostic peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The sealant was deployed to the proper location. Fingertip compression was maintained on the skin during removal of the device. Hemostasis was achieved via manual pressure. The patient has recovered. The device will not be returned for evaluation as it was not kept. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle and the stopcock was open. The syringe was not connected to the device. The procedural sheath was on the shuttle cartridge tubing, fully retracted. The sealant and advancer tube were not returned with the device. The device was returned in the condition of a complete deployment of the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Per functional analysis, the sealant and advancer tube were not returned, and the device was received in the condition of a complete deployment of the device, which matched the intended use mynxgrip instructions for use (IFU), as such a functional simulated deployment test could not be performed. A product history record (phr) review of lot f2033601revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant -failure to achieve hemostasis¿ and ¿haematoma¿ could not be confirmed during analysis of the returned device, as the condition of the device indicated a complete deployment. The exact cause of the reported event could not be conclusively determined; however it was mentioned that the vessel might be borderline too small. Hematoma development is a known adverse event associated with femoral access sites and/or the use of a vascular closure device and is listed as such in the instruction for use (IFU). The mynxgrip IFU warns: do not use mynxgrip if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) (for arterial application) and/or above the inguinal ligament based upon osseus landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram or venogram to verify the location of the puncture site. Do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. With the limited information provided an exact cause for the event could not be determined, however, procedural and/or patient factors may have contributed to the reported ¿hematoma¿. Neither the phr review nor the product analysis or the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when everything was removed after deployment of a 5f mynxgrip vascular closure device (vcd), the patient started bleeding and a hematoma began to form. It was also stated that the patient¿s vessel was borderline, almost too small. There was no reported patient injury. The mynx vcd was used in a diagnostic peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The sealant was deployed to the proper location. Fingertip compression was maintained on the skin during removal of the device. Hemostasis was achieved via manual pressure. The patient has recovered. The device will not be returned for evaluation as it was not kept.